Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was attempted implant but unsuccessful due to unknown reason. Additional information was obtained which indicated that the leads were attempted due to tough anatomical issues. Moreover, the helixes seemed to be stretched out and unusable. The lead was never in service. No adverse patient effects were reported.